Event description:
The device user (du) reported that the recirculation pump seemed to be pumping at a lower rate than previous pumps. It was noted that the liver was transplanted without any issues.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se measured the flow rate pumped by the ascites pump as 140 ml/min on average. This was noted to be within the range of 140 to 170 ml/min expected flow. The se also replaced the ascites pump with a spare to see if the flow rate would increase. The new pump also pumped at 140 ml/min on average. Furthermore, there was no interference from cabling with the pump. All testing indicated normal device operation.